Event description:
During the procedure the gasket of the device leaked. As the physician attempted to remove the wire no hemostatis occurred. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.